Event description:
A flow rate issue occurred during an atrial fibrillation procedure resulting in a stroke. During device preparation, when the catheter was connected to the tubing, it was noted that the flow during the flush at 60 cc was very low. The device was replaced and the issue resolved. After ablation, the patient had a stroke. The physician alleged that the flow issue caused the stroke. The patient is now stable but with physical consequence of the stock. The next day during another procedure the same issue occurred, and the issue was resolved by changing the cool point pump. The flow rate issue was isolated to the cool point pump and not the tacticath se. A tee was performed prior to the procedure and no thrombus was found.

Manufacturer narrative:
One cool point irrigation pump was received for evaluation. A cool point tubing set from current inventory was inserted into the returned cool point pump. When powered-up, the pump passed the self-start-up test with displaying 024 version. During functional testing, fluid flowed through the tubing set with no anomalies noted. The priming on the pump performed as intended (60ml/min). The flow rate was measured at 31.2 ml/2 min when the pump rate was set at 17 ml/min and 108 ml/2min when the pump was set at 60 ml/min. The flow rate was on the lower side of the tolerance, but within the specification. No functional errors or alarm was noted during entire testing of the pump. The cause for the reported flow rate issue and subsequent stroke remains unknown.